Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found severe proximal and mid stent damage and elongation. Evidence of distal stent damage and elongation in a distal direction was observed. No evidence of distal stent movement was identified, elongation to the distal segments causing the distal ro marker to be obscured. The bumper tip of the device showed slight damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile, there was no visual evidence that the balloon was subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks. One hypotube break 46mm distal to the strain relief was observed. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 38x2.75mm, de novo target lesion was located in the moderately tortuous left circumflex (lcx) artery. A 38 x 2.75mm taxus liberte long drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the physician pre-dilated the lesion again and advanced the stent again to the lesion. However, the physician noted that the stent shaft broke while pushing the stent to the lesion. The device was removed and the procedure was completed with another stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 38x2.75mm, de novo target lesion was located in the moderately tortuous left circumflex (lcx) artery. A 38 x 2.75mm taxus liberte long drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the physician pre-dilated the lesion again and advanced the stent again to the lesion. However, the physician noted that the stent shaft broke while pushing the stent to the lesion. The device was removed and the procedure was completed with another stent. No patient complications were reported and the patient's status was stable.